Manufacturer narrative:
(B)(4). The complaint device is not available for a physical evaluation. It was discarded. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. The lot number was unknown therefore a DHR review could not be conducted. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported by the sales rep that the customer's milagro advance screw 7x23mm broke while being inserted during an acl procedure. The case was completed with another like device in the same bone hole. There were no patient consequences or delays. The sales rep could not provide the bone quality of the patient. The device was discarded by the customer. The sales rep was not present during the case and could not provide any more details.